Event description:
On (B)(6) 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, day 21 after insertion. The RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. A review of the raw sensor data showed significantly low signal and reference channels. This most likely caused the msp values to stay below the threshold value, and thereby triggering the sensor replacement alert on day 21 after sensor insertion. This is potentially due to coagulated blood from the implant process interfering with the interface of the hydrogel.as part of resolution, the RMA was authorized for sensor replacement. B4. Date of this report 01 april 2025. D9. Device available for evaluation? Yes, on 05 feb 2025. G3. Date received by the manufacturer? 01 april 2025. H3. Device evaluated by manufacturer? Yes. H6. Medical device problem code updated to 1480. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
D2b.corrected from sba to qhj.